Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented in clinic with inappropriate ams episodes. The patient was walking during some of the episodes. No atrial oversensing was observed in clinic. Review of the episodes confirmed intermittent oversensing of ventricular events on the atrial channel. Decrease in p wave sensing was noted. Programing changes were made. X-ray is scheduled for next in clinic visit. Patient was in stable condition.